Event description:
It was reported that following a left heart catheterization, an angio-seal device was deployed in the pt's right femoral artery. The pt reportedly tolerated the procedure well and was taken to the holding area and assessed. It was determined that pulses were absent below the puncture site due to vascular occlusion. The pt was taken to surgery for removal of the device and repair of the artery. The procedure went well and the pt was taken to the recovery room in satisfactory condition. It should be noted that at the time of this event, the user had not achieved certification in proper deployment techniques of the 6f angio-seal device.